Manufacturer narrative:
A2) patient date of birth - not available from facility. B7) other relevant history - not available from facility. D4/h4) the lot number was not provided; thus, the following information is unknown: unique ID, expiration date, and manufacture date. H3) the lld ez was discarded, thus no returned product investigation was performed. H6) cardiac perforation is a known risk of complication with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove two right ventricular (rv) and a right atrial (ra) lead due to non-function. Spectranetics lld ez lead locking device (lld ez) were inserted into the ra lead and one rv lead, and a spectranetics lld #2 lead locking device (lld #2) in the other rv lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath on one of the rv leads, the lead was successfully removed. Switching to the ra lead, progress was made to the subclavian region and stalled. Moving to the remaining rv lead, advancement was unsuccessful past the same area, and targeted the ra lead again with a spectranetics 13f tightrail sub-c rotating dilator sheath. The device was able to reach the top of the superior vena cava (svc), and with increased tension and a firm pull on the ra lead, it freed from the heart and was removed. At that time, transesophageal echocardiogram (tee) was requested, and a slight pericardial effusion was observed. Continuing to remove the rv lead with the glidelight device, it was noted that the pericardial effusion had increased in size, and the patient¿s blood pressure was dropping. The rv lead was removed, and rescue efforts began, including pericardiocentesis and sternotomy. An ra perforation was discovered and repaired, and the patient survived the procedure. This report captures the lld ez device providing traction to the ra lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.